Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va03ezj, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that when the patient turned up their stimulation from their implantable neurostimulator (ins) to 7.7 they experienced a shocking sensation ("it was hurting her like a shock"). The patient saw "low ins battery" and noticed an elective replacement indicator (eri) message on the device a couple of days prior to report. It was later reported that the patient met with their health care provider (hcp) and manufacturer representative on (B)(6) 2015 and they both agreed that the stimulator battery must be replaced. The replacement surgery date was set for thursday, (B)(6) 2015. The manufacturer representative and hcp also agreed that the patient kept on increasing the strength of the stimulation as her body would get used to it and consequently would no longer feel it. The hcp was going to check the lead to make sure its position was in the right place. It seemed as though the shocking felt from the battery was because the patient had set the stimulation too high and it was dying. Every so often the patient would get a surge of electricity into the battery pack and down through the lead. After this surge would occur the patient would experience a shocking feeling in the vaginal area that was very uncomfortable. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.